Event description:
Complainant alleged that while treating a pt (age unknown) the device displayed an "analysis halted" message when the "analyze" button was pressed. The user switched the device into manual mode and the device then displayed a "check pads" message and an unknown fault code. The user switched the pads on the pt; however, treatment was unable to be administered with the device. Complainant indicated that the pt subsequently expired.